Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on 03/28/2012, a customer contacted roche diagnostics and reported an incident that occurred on (B)(6) 2012. Roche diagnostics received a complaint from a customer who stated a patient passed away due to a defibrillator at the customer site going bad. Roche diagnostics does not manufacture or import defibrillators. The make and model of the defibrillator was not provided. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).